Manufacturer narrative:
The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph showed a leak. A retained sample was also evaluated with a visual check, gravity test and leak test. No leak was detected. The reported condition was verified via the photograph. The cause was undetermined as the actual sample could not be evaluated. However, the filter used in this lot was found to be defective (B)(4) received as it is from an external supplier. This millipore filter is no longer effective ((B)(6) 2016) and was replaced by a new part. It is to be noted that the involved batch was produced prior the corrective action implementation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set had leaked below the filter. This occurred during patient infusion. It was stated that the patients spouse and six nurses were exposed to paclitaxel. There was no patient injury or medical intervention associated with this event. No additional information is available.